Event description:
It was reported that the patient had dislocated her hip and was required to have another surgery. During this surgery a plate, rod and screws were implanted.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown stryker right hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Patient does not want to provide any additional information and doesn't want to proceed with an investigation at this time. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.